Event description:
Healthcare professional reported pain, inflammation and unevenness at the level of the mammary gland. Healthcare professional later reported capsular contracture baker grade IV. Also reported, cyst (not device related). Device explanted.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and inflammation/ irritation. Also reported, cyst - not device related.